Event description:
It was reported to customer service that the customer originally ordered the following product: ¿10-s203-0 ss nitrile powder/accel free glove-med¿. Instead he received this product sub ¿10-f203-0 nitrile powder free accel free glove md¿. The customer stated that these gloves are not acceptable, this product caused to the nurse rashes on her hand and needs free accelerator gloves. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).